Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received a shock which was not due to ventricular tachycardia but thought related to the atrial rhythm. The device was removed, replaced, and an atrial lead was implanted to ¿discern¿ atrial tachy-arrhythmia¿s. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.